Manufacturer narrative:
Duraseal sealant system (202050) was not returned for analysis after three good faith attempts (gfes) and the investigation could not confirm the complaint. As a result, the root cause of the reported issue could not be determined. However, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Per the fmea, potential causes of failure include: performance, sealing dura, performance, application - gel delivery, performance, solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3003418325-2022-00019, 1121308-2022-00097 and 1121308-2022-00098. A facility reported that on (B)(6) 2022, duragen suturable + duraseal was used in an unspecified surgery and on (B)(6) 2022, the surgeon requested for re-intervention as patient presented with cerebrospinal fluid (csf) fistula. They considered removing and cleaning to place a new duragen suturable + duraseal. The second surgery was scheduled on (B)(6) 2022 where duragen suturable + duraseal was used again. On (B)(6) 2022, the surgeon reported that the patient presented with csf fistula again and said surgeon requested re-intervention, considering not using integra products. There was an unspecified delay in surgery.